Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed both ts remain on the delivery needle. The device was functionally tested for proper actuator advancement and cycling using a rubber meniscus model, each t deployed as intended. Per the device instruction for use under warnings ¿do not bend the delivery needle. The device was not returned in the condition of the reported complaint of t2 pre-deployment. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during a meniscus repair surgery, t2 pre-deployed after having implanted t1. T1 was retrieved from the patient. A backup device was available. No significant delay or patient injury was reported.